Event description:
It was reported the dr was unable to pull out the balloon catheter from the introducer. The dr removed both the introducer & balloon catheter as a single unit with no further pt injury or complications being reported.